Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 9.6 mmol/l. The caller stated that once the prime process was done, the insulin pump prompted her to press act. She stated that the device wanted to rewind when the alarm appeared. She reported that the drive support cap was flush. Advised discontinuation of the insulin pump. She was advised that during seating, the force sensor may not have detected the reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump passed the displacement test, but alarmed during the basic occlusion test due to a slightly loose drive support disk. The pump also had minor scratches on the lcd window, a cracked case at the display window corners and battery tube threads, and a missing end cap sticker.